Manufacturer narrative:
Other text: b5: updated with additional information. H10: device evaluation: one level 1 trauma fast flow system was returned for investigation in used condition. The device was missing the air detector door. The unit also had a broken ez deflate valve. The device was powered on and off. The cuff failed to inflate when attached to the tower. This issue was occurring because the h-2 gauge and door were broken. The broken ez deflate valve, broken gauge, and missing air detector door were replaced. The device functioned as intended following these repairs. The reported product problem was attributed to a user interface issue. This was established as the root cause.

Event description:
It was further reported that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff on the level 1 trauma fast flow system failed to inflate. In addition the gage and flange were broken. No patient injury or complications were reported in relation to this event.